Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval no. D10: returned to manufacturer on: not returned. Investigation summary: the customer reported that there have been connection issues between bd 30914 extension set and ICU medical 12512-01 microclave clear connect. No product or photo was returned by the customer. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a valid lot number was not provided by the customer. The bd extension sets have borla female luer-lock adapters that are made to the iso 594-1 standard. The root cause is unknown. The customer is urged to reach out to ICU medical to assure there is a compliant connection.

Event description:
It was reported that extension set mic tubing 60 inch has had connection issues that caused leakage. The following information was provided by the initial reporter: material no: 30914 batch no: unknown. It was reported that there have been connection issues with tubing that has been causing leaks. Verbatim: I hope you are doing well! I wanted to reach out to you about some concerns for our microtubing. In the past couple of weeks, we have had leaking where we connect the microtubing to the ICU medical microclave clear connect. This has been seen across several pts and units. We have pulled all the current lots of both products.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that extension set mic tubing 60 inch has had connection issues that caused leakage. The following information was provided by the initial reporter: material no: 30914 batch no: unknown. It was reported that there have been connection issues with tubing that has been causing leaks. Verbatim: I hope you are doing well! I wanted to reach out to you about some concerns for our microtubing. In the past couple of weeks, we have had leaking where we connect the microtubing to the ICU medical microclave clear connect. This has been seen across several pts and units. We have pulled all the current lots of both products.